Event description:
Fiber was used during a procedure and the doctor noted the fiber has a slight crack. Initially fiber functioned with no issue. After a short time the tip of the fiber broke.

Manufacturer narrative:
The cause of the fiber break is not able to be determined. Fiber breaks of this nature are often related to use handling, but cannot be confirmed in this case. Fiber was tested mechanically and passed mechanical testing. There does not appear to be any material defects related to this fiber. No further action is necessary at this time. Fiber breaks of this type do not generally cause any patient issues as the material is biologically inert and fragments from the break were flushed from the body during the procedure. A different fiber lot was used to complete the procedure.